Event description:
It was reported that the programmer exhibited an internal initialization test error. The user powered it down and up a couple of times and unplugged the wand and powered up; however there was no change. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the xy printed circuit board was replaced as a preventive measure. (B)(4)